Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be prematurely depleting. Technical services (ts) discussed the device charge time is a secondary indicator of elective replacement and recommended device replacement within the next ninety days. No adverse patient effects were reported. At this time, the device remains in service.